Event description:
Baxter sales representative e-mailed a report on (B)(6), 2010 in which the hub was detected leaking at an unknown time. This problem occurred in the adult surgical heart unit. This incident occurred with the elcam three-way large bore stopcock (lipid resistant), product code 2c6201, with lot number ur10a30011. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation/investigation or if any additional information becomes available. (B)(4)

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, gis-CAPA-(B)(4) associated with this report. (B)(4).